Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a leak was observed at the bifurcation above the drip chamber of the blood tubing set. The event occurred in adult bone marrow transplant unit (bmt).